Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: etlw1610c124ej, serial/lot #: (B)(4), ubd: 09-jun-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 65mm abdominal aortic aneurysm. The proximal aortic neck diameter measured 24.5mmx24mmto 24.2mmx27.6mm. The proximal neck diameter of the left iliac 27mmx24.5mm and the right iliac diameter 12.4mmx8.3mm with some angulation noted at the right iliac. It was reported on an unknown the patient presented emergently and a CT revealed a ruptured aneurysm with a type ii endoleak from the lumbar artery. A laparotomy was performed and below the renal artery was clamped. Neck banding was performed and the lumbar artery ligated. A further endoleak was observed to be seeping out from the vicinity of the junction of the main body and the limb. Haemostasis was performed by administering a haemostatic agent and the procedure completed. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.